Event description:
A central line kit was opened by the cardiac anesthesiologist to be used for open-heart surgery. The package was opened and examined under sterile technique. Upon inspection of the catheter, it was noted the catheter was stained and one lumen was completely occluded at the catheter tip. The kit was immediately discarded, and no component touched the patient. A kit with a different lot number was opened to be used for the procedure. All remaining kits with the same lot number was taken out of the anesthesia stock room to not be used.